Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted (B)(6)2013. (B)(4)

Event description:
It was reported that during a review of the patient's remote transmission, the clinician observed possible far field r-wave (ffrw) oversensing along with two spurious spikes on the electrogram. Reprogramming was done for the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.